Manufacturer narrative:
(B)(4). At this time, carefusion has received the suspect gde but it is still under investigation. Once the investigation is complete, a supplemental report will be submitted.

Event description:
The customer reported a ventilator inoperative condition while in patient use on this avea ventilator. The customer reported no patient harm associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab (fa) evaluated the gas delivery engine (gde) by performing a visual/physical inspection, which found a transducer purge line disconnection. The gde was cycled in the neonatal mode and tested for five hours without any failure. The flow control valve (fcv) coil resistance was ohm, which measured readings out of specification . The fa lab was not able to duplicate the reported event by the customer, however in isolated cases a high coil resistance of the fcv can trigger the reported customer error. Final hardware disposition: the gde was sent to our service manufacturing group for rework per our refurbish process.